Event description:
During preventative maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse while the device was in clinical use.